Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 24, 2016, it was reported that the unit produced an incomplete mesh. On august 30, 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twelve times as documented in the repair reports in livelink. The last repair was november 23, 2015 where it was reported that the device produced an incomplete mesh and the damaged side plates, comb, roller, gear, shoulder bolts and washers were replaced. This is not a related issue. On september 2, 2016, initial qa inspection of the skin graft mesher, serial number (B)(4), revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed excessive wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial number (B)(4), gear showed excessive wear. The 2:1 ratio cutter, serial number (B)(4), gear showed minor wear. On september 2, 2016, the mesh test was performed using the customer¿s mesher, serial number (B)(4), customer ratchet, and 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 40% of the entire mesh area; most of the unacceptable mesh area was located from the center of the mesh to the left side (gear side) of the mesh. The 2:1 ratio cutter, serial number (B)(4), was tested with the customer¿s mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was a strip on marginally perforated material located in the center of the mesh. On september 2, 2016, the cutters were tested using the qa mesher, serial number (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, serial number (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, serial number (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 40% of the entire mesh area; most of the unacceptable mesh area was located from the center of the mesh to the left side (gear side) of the mesh. The customer 2:1 ratio cutter, serial number (B)(4), was tested with the qa mesher, serial number (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was a strip on marginally perforated material located in the center of the mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2016 which included replacement of the roller, side plates and shoulder bolts. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut after the collar, gear and bushings were replaced. The 2:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable after the bushings, gear and collars were replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event was non-verifiable as it was unclear which cutter was being used during the reported event. However, during the initial inspection it was noted that the roller gear showed excessive wear and the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. It was unclear which cutter was being used during the reported event. However, during the initial inspection it was noted that the roller gear showed excessive wear and the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4) , was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh at a cadaver bank. No adverse events were reported as a results of this malfunction.